Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms were received. An infusion set site change was performed and the occlusions continued. A system check was performed and the occlusion was found to be within the cartridge. The customer was to change their infusion set and cartridge to resolve the occlusion. The customer's blood glucose level was 235mg/dl.